Event description:
The patient reportedly experienced no lock between the internal cochlear implant and external equipment. Programming adjustments were made and external equipment was exchanged, however, this did not resolve the issue. Revision surgery has been scheduled.